Event description:
On 15th february 2023, rayner received notification from a UK healthcare facility of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the iol optic was observed to be broken necessitating lens explantation.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation into the eye the optic was observed to be cut/broken. The rayone aspheric rao600c was explanted and exchanged during the original surgery session without any injury to the patient. The device was discarded by the healthcare facility following explantation. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 072196797. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the damage to the optic immediately following implantation.